Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - on (B)(6) 2011, it was reported via home monitoring that the "rv-sensing-amplitude below critical value." The next day the patient complained of feeling "beating and contractions in the thorax and flank on her right side." It was found that this lead had dislodged. On (B)(6) 2011, this lead was explanted and replaced.